Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the results of the final investigation. Corrected fields: h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the corroded connector plug unit led to the malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an image that did not appear completely. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation no root cause was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.